Manufacturer narrative:
(B)(4).

Event description:
An infection was reported. The pt had experienced swelling and redness in a circle shape over the pump for about a week. It was also reported that the pt was constipated last week. An appointment was scheduled with the healthcare professional. The type of medication, concentration, and daily dose being administered via the pump were not provided. Additional info has been requested. A follow-up report will be sent if additional info becomes available.